Event description:
The customer reported that the plpul2020, 20/ca ultra nonstick 10ft, device was being used during an abdominoplasty procedure on (B)(6) 2024 when it was reported ¿4 plumepen ultras broke during the abdominalpasty procedure. The tube broke, causing the bovie tip/electrode to fall out.¿. Further assessment questioning found that the fragment was retrieved using hands to pick up the product. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿tube broke, causing the bovie tip/electrode to fall out.¿ is confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised if necessary to remove blade: unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. Caution: we do not recommend re-using the original blade after it has been removed. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the plpul2020, 20/ca ultra nonstick 10ft, device was being used during an abdominoplasty procedure on (B)(6) 2024 when it was reported ¿4 plumepen ultras broke during the abdominoplasty procedure. The tube broke, causing the bovie tip/electrode to fall out.¿. Further assessment questioning found that the fragment was retrieved using hands to pick up the product. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.